Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) as there was a decrease in estimated battery of 4 years over a time period of 6 months. Engineering analysis of device data found that battery depletion appeared to be normal and the increased power consumption was due to high levels of right ventricular (rv) lead impedances ranging from 260 to 800 ohms and capture thresholds. The physician elected to explant the device and the rv lead and replace them with new ones. No additional adverse patient effects were reported. According to additional information, due to the aforementioned observations of pacing impedance fluctuations, it was reported that there was a possible leak in the insulation of this lead prior to replacement.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) as there was a decrease in estimated battery of 4 years over a time period of 6 months. Engineering analysis of device data found that battery depletion appeared to be normal and the increased power consumption was due to high levels of right ventricular (rv) lead impedances ranging from 260 to 800 ohms and capture thresholds. The physician elected to explant the device and the rv lead and replace them with new ones. No additional adverse patient effects were reported.